Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: a review of the black box revealed no evidence of unusual power interruptions. There were two power on reset events observed associated with a battery change. The returned battery cap and cartridge cap were used for the investigation. There was no damage found to the returned battery cap and tightly secured to the pump. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. The pump was able to power on with no issues. The ¿ez-prime¿ steps were successfully performed on the pump. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit or to the cgm module. The reported ¿no power¿ complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).